Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient was tested twice on his meter and the results were 1.5 inr and 1.7 inr. The patient was tested three times on his trainer's coaguchek xs meter and resulted as 2.1 inr each time. Each result was obtained from samples collected from different fingers. All measurements were performed within an hour of each other. The patient believed the results from the trainer's meter to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. No adverse events were alleged to have occurred with the patient. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient does not take direct thrombin inhibitors or heparin. The patient has had no illnesses and has had no changes in diet or vitamins/supplements. The patient's dosage has remained constant for a few months and there were no changes. The patient has not missed any dosages. The patient has had no recent changes in other medications. The time frame between the incident and medications taken was 24 hours. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specification. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 4.6 inr; donor 2 inr: 2.0 inr. Donor 1 hct: 37%; donor 2 hct: 40%. Testing results: donor #1: master lot: 4.6 inr. Customer meter and master lot: 4.5 inr. Donor #2: master lot: 2.0 inr. Customer meter and master lot: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.